Event description:
The complainant reported the patient was on impella 5.5 support and there were placement signal not reliable alarms. Motor current was pulsatile and flows unchanged. Staff ordered echocardiography, and placement signal monitoring was disabled. The staff monitored and support continued. The patient eventually expired after care was withdrawn.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No problem was found with the pump, and it is apparent that the automated impella controller was the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.